Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad was peeling and all keypad buttons were intermittently unresponsive and required increased force to elicit a response. It was reported that the keypad response issue occurred prior to the keypad damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be peeling. Evaluation revealed that the ok keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, the bolus button was difficult to press and the display screen was dim and discolored.